Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was taken in for a pocket revision as there was bulk in the pocket and the leads could be felt through the skin. Twiddler's syndrome was noted. The pocket was opened and leads were noted to be twisted in a knot. The device was disconnected from the leads; the leads were untwisted and coiled neatly and gently sutured to floor of the pocket. Post-operative interrogation shows normal function with all parameters in normal range. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.